Event description:
A hemodialysis user facility has reported that a visible blood leak during treatment has occurred. The patient lost an estimated 250cc's of blood and required 1 unit of blood be transfused. There are no other known ill effects to the patient. A new system was strung and the treatment was completed with no further complications. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, however, a paper investigation was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.